Manufacturer narrative:
Device received with intermittent button response due to flattened esc and down button dome switch .no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump had keypad anomaly . Customer experiencing difficulty in pressing the buttons for 2 years now and also noticed a crack 6 months ago. They were having difficulty when they are priming and scratches and crack on the display. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. Device received with minor scratched lcd window.